Event description:
It has been reported to philips that the system would not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that the power supply was found to be faulty. Fse confirmed that the defective system power supply is causing the network communication to fail. The fse replaced the dcps power supply and made some adjustments. After replacement of the dcps power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Additional information received confirmed that, after intraoperative stent implantation during a coronary artery procedure, when preparing for the final angiography, the physician found that the system was abnormal and informed the technician. The geometry movements and the table could not be moved at that time. The device was showing that it was exposing, however there was no exposure sound. The technician pressed the emergency stop button but the exposure light was still on. The system was then forced to be shut down. After reboot, the system could not boot up successfully. The health impact grid code was corrected accordingly.